Event description:
Information came to carefusion via a FDA user facility medwatch number (B)(4): (B)(6) 2012 pt. Underwent a laparoscopic bilateral salpingectomy. During the procedure the surgeon used the kahn cannula in the cervix. Two days post surgery, the patient was seen in the ER and informed them that a retained surgical instrument fell out of her vagina. The instrument was the tip of the kahn uterine trigger cannula. The cannula does not look damaged. (B)(6) 2012 writer spoke with (B)(6), risk manager: she confirmed the patient was seen 2 days post-op in the emergency room and that the tip came out of the patient at home after having abdominal pain for  2 days post-op. The emergency department did examine the patient and found no lesions or damage in the uterus. The patient was discharged the same day in good condition. The patient had the tip with her and allowed the staff to take pictures but would not allow the hospital to keep the tip.

Manufacturer narrative:
(B)(4) no sample was received for investigation, no lot code was supplied. Initial actions upon receipt of the notice of an issue with a gl2360 was to: verify previous actions put in place to improve the assembly process; and review any in-process product for issues with the tip. Both actions showed no issue with the process in place. After receipt of the pictures from the ER, the issue was determined not to be similar to the previous issue of the teflon tip coming loose, but that the whole end of the cannular with an acorn attached coming loose. Pictures of the item from the emergency room were received on the (B)(4) 2012. Review of the pictures show that the item is not the tip and acorn as supplied for use with the gl2360. Further investigation, shows that the gl2360 is the only uterine cannula with a removable tip. The picture of the part in question shows a metal tip with suction holes and the acorn attached. The tip configuration for the gl2360 is not large enough to hold the acorn (either standard or large), it is only approximately 0.60' long. The standard acorn is about 1.0' and the large is 1.5' long. Also the tip for the gl2360 has a teflon extension, it is not all metal. Other models produced by (B)(4) are all metal but do not have removable tips, they are a single tub. Also revealed by the picture supplied, is that the acorn is not the same as is used on any of the uterine cannula's. It is unknown how a different supplier's tip and acorn would interface with the (B)(4) (product # gl2360).